Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump alarmed the insulin pump alarmed no delivery. Customer stated the alarm was resolved with a complete set change. Customer was advised to do a complete set change as soon as possible. Reservoir was sent back for analysis. Troubleshooting was not perfumed due to customer was at work. No further information reported.